Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, a pledget remained attached to a piece of host tissue on the inflow. All leaflets were stiff but slightly flexible except where host tissue extended on the inflow. Tears and abrasions through the free margin and lunula of the non-coronary and left cusps appeared to be due to contact with a long suture tail. Two suture tails on the outflow over hang the inner outflow rail adjacent to the non-coronary and left cusps. All commissures appeared intact. Pannus lined the inflow margin of attachment of all cusps, into all inferior coaptive areas, and 1 to 2.5 mm onto all cusps reducing the inflow orifice area. Pannus covered the existing stent cloth adjacent to all cusps on the outflow, onto the outflow rails, and stent posts. An unknown amount of pannus appeared to have been removed on the inflow during explant. Radiography showed trace mineralization adjacent to the left right commissure. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Analysis confirmed the reported clinical observations. Reduced performance of the valve is attributed to host tissue overgrowth and calcification. These findings are generally considered a patient related condition. In addition, the tears and abrasions through the free margin and lunula of the non-coronary and left cusps were likely caused by contact with a long suture tail, which is related to implant technique. (B)(6). (B)(4).

Event description:
Medtronic received information that (B)(6) months following the implant of this bioprosthetic valve the patient presented with shortness of breath. It was reported that gradients across the valve had been rising. Echocardiogram results revealed stenosis with a peak gradient of 60 mmhg and central regurgitation. The valve was explanted and replaced with another manufacturer's mechanical valve. No further adverse patient effects were reported. Following explant the surgeon observed that the leaflets were pliable with some pannus on the ventricular side of the non-coronary cusp, and there was a tear in the non-coronary cusp.